Manufacturer narrative:
Name and address: postal code: (B)(6). Occupation: non-healthcare professional: unknown. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor basket would not open or close properly during a rirs procedure. Another ngage nitinol stone extractor device was opened but was found to not open or close properly either. A third ngage nitinol stone extractor device was opened and functioned properly, the procedure was completed successfully with this device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex g). Event summary it was reported that the ngage nitinol stone extractor basket would not open or close properly during a rirs procedure. Another ngage nitinol stone extractor device was opened but was found to not open or close properly either. A third ngage nitinol stone extractor device was opened and functioned properly, the procedure was completed successfully with this device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: two devices were returned in open pouches without shipping tray. The first device had the yellow support sheath separated and slight damage to the basket sheath. The second product has a severe bend/kink in the yellow support sheath. The baskets on both devices were closed and could not be opened due to the sheath damage. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Both complaint devices were found to have baskets that were closed and could not be opened due to sheath damage. The first device had a separated yellow support sheath, and the second device had a bent yellow support sheath. The cause for the support sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.